Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced a loss in stimulation due to not charging as recommended. Multiple troubleshooting attempts showed high impedances on the leads. As a result, a surgical intervention is pending to address the issue.

Event description:
Device 1 of 1, MFR # 1627487-2017-08435. Patient had surgery and scs system was replaced on (B)(6) 2017. Effective therapy has been restored.